Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was unable to remove the battery cap from her pump. Customer also had a no delivery alarm. Customer's blood glucose level was 368 mg/dl. Customer stated that a screwdriver tore the sides of the cap up. Customer was advised to discontinue use of the pump if the battery is low. Customer declined troubleshooting for no delivery alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with stripped battery cap coin slot, cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.